Event description:
On 11-30-99 the account reported an axsym b-hcg result of 451 mlu/ml. The pt had a redraw result which was 84,000 mlu/ml. The physician questioned the original result. The original sample was repeated and was 81,000 mlu/ml. No injury reported.